Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition of a cracked housing was confirmed. The assignable root cause of this condition was determined to be due to improper handling, which is user error/misuse/abuse. However, the assignable of the root cause of the damaged battery was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the power module device was cracked and broken, and the battery was defective. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger, information button and self-test, and general condition and lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.